Event description:
The pt was getting a shocking sensation from the lead and was not getting the stimulation coverage he had previously. The lead had high impedance. The lead was replaced. There was reported to be no pt injury. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4): the lead has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.